Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the retainer legs of the anvil were bent and damaged. It was reported that the anvil did not easily attach to the stapler and the device failed to make an expected sound. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur from rough handling. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not clamp on the legs (open end) of the anvil rod assembly. Doing so could bend the legs and make it difficult to attach and detach the anvil to the integrated trocar of the stapler. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, after connecting the device with the anvil, it did not complete with the stapler trocar and could not be closed. The stapler was not fired. There was no click at the situation of connecting both parts of the stapler. The surgeon used another device to complete the case. There was no patient injury.